Event description:
On september 5, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra kept giving her an "error 5" message and did not allow her to test her blood glucose. The medical affairs specialist spoke to the patient on september 7, 2006, to obtain/verify information. The patient stated that on an unspecified date she tried testing herself 8-10 times before going to bed but was unsuccessful due to getting the "error 5" message each time. She went to bed asymptomatic. In the middle of the night , she woke up and fell out of bed. At that time, she felt as though she was "drunk" and "out of it", she called the paramedics who picked her up and took her to the hospital. The paramedics or hospital did not tell her what her blood glucose was. The hospital initially treated the patient for low blood glucose, but later gave her insulin since her blood glucose had gone up after a while. It is not known how long the patient was hospitalized. The patient could not recall what other blood glucose readings she had gotten before the time of concern or if she ate dinner on the night of the event. She remembered taking her medications as prescribed. The patient was able to test herself with the reported meter during troubleshooting with the customer care advocate (cca). The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test her blood glucose and developed symptoms of hypoglycemia. The patient was taken to a hospital where she received treatment to raise her blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.